Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal right coronary artery. A 2.50x24mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion after several attempts. The device was removed intact from the patient; however, when the device was re-prepping for re-advanced, it was noted that the stent came off the balloon outside the patient. The procedure was completed with a different device. There were no patient complications nor harm reported.